Manufacturer narrative:
The customer reported issue of the battery no longer hold a charge was confirmed during the functional testing and in archive review data. The battery was tested in a good known multi chemistry charger and the battery failed to charge. The root cause of the reported problem could not be determined however, a likely root cause for the battery failure based on the archive information can be due to electro static discharge (esd). The esd causes the battery gas-gauge latch-up, which causes a malfunction on the battery smbus (i2c) interface to communicate with the battery microprocessor. Visual inspection noted no damage upon receipt. There were no leds of any type were lit on incoming inspection. Archive showed that the battery generated multiple series of back side bus i2c errors, gas gauge errors from start to the end of the archive, over writing the write and seal data and dates. Functional testing was performed and the battery failed charging in a known good multi chemistry charger with red light flashing after the charged attempt. Battery thus failed the functional testing.

Event description:
As reported, during shift check, the li-ion battery (B)(4) was indicating four green leds when the status button was pressed. When the battery was inserted into the autopulse platform, it was displaying an error message "replace / recharge battery". After the battery was inserted into the multi-chemistry charger (mcc), it was indicating fail (red) led. Battery status however, still indicating four green leds. No patient involvement was reported.